Manufacturer narrative:
This report is submitted on april 17, 2018.

Event description:
Per the surgeon, it was reported that the patient experienced an infection. Subsequently oral, IV and topical antibiotics were administered; however the issue could be resolved resulting in the decision to explant the device (date not reported).